Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the device broke while the surgeon has tightened white sutures. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: complaint confirmed. One unpackaged ar-1588btb-2j was received for investigation. Functional testing was not performed because the suture was broken. Visual inspection found that the sutures were broken and frayed. Only the white suture was received for investigation. Damage to the suture system causes the device not to work as intended. The most likely cause for the reported failure is a user error. Per dfu-0147. G. Precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. Functional testing was not performed because the suture was broken. Visual inspection found that the sutures were broken and frayed. Only the white suture was received for investigation. Damage to the suture system causes the device not to work as intended. The most likely cause for the reported failure is a user error, specifically. Excessive force on the shortening suture strands.